Event description:
It was reported that during set-up of the device for cardiopulmonary bypass procedure, the centrifugal system was left in the "on" position over the weekend and the system battery would not hold a charge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.